Event description:
It was reported that the health care professional (hcp) requested to review reports for this pacemaker. Technical services (ts) observed oversensed electromagnetic interference (emi) noise on both the right atrial (ra) and right ventricular (rv) channels. The hcp explained that a surgical procedure was performed on the same date as the recorded oversensed noise, with electrocautery suspected as the cause. Additionally, pacing inhibition for two seconds and pacemaker-mediated tachycardia (pmt) episodes that were successfully resolved by the algorithm were noted. No additional adverse patient effects were reported. This pacemaker remains in service.